Manufacturer narrative:
(B)(4). Date sent: 5/23/2016. Pt info; relevant tests/lab data, other relevant history: information was not provided by the initial contact. Model and lot #; device evaluated by MFR?, device manufacture date, evaluation codes: information is unavailable. Batch # (B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when the jaws did not open after the 4th stroke of the 2nd firing, how was the device removed from the tissue? --- although we asked the sales rep about this, the sales rep was not able to get further information. Anyway, there was no adverse consequence to the patient. Did the jaws eventually open to release the tissue? --- no information.

Event description:
It was reported that during a total gastrectomy, the jaws did not open after the fourth stroke of the second firing. The cartridge was blue. Besides, the deployed staples in the middle of the staple line (second stroke part) were formed in lumbricoid shape at the third firing. The cartridge was gold. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.